Event description:
The physician implanted a 3.00 x 22 mm resolute integrity drug eluting stent in the mid rca of the patient. Deployment and implantation were successful with no complications reported. Four days later it was discovered that the resolute integrity stent used was 15 days post its use by date. No patient complications were reported.

Manufacturer narrative:
Results: (shelf life exceeded) ¿ device used beyond ubd; (no results available since no evaluation performed) - no device or procedural images have been provided for review; (failure to follow instructions) ¿ device used beyond ubd evaluation codes, conclusions: (no device failure); (failure to follow instructions) ¿ device used beyond ubd. (B)(4).